Event description:
It was reported that a patient presented remotely via merlin. Net. Review of the transmission revealed that the pacemaker (pm) exhibited noise over sensing. No intervention or procedure was reported, the pm will be monitored. The patient was stable throughout.